Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for cardiorenal syndome and developed an aberrant supra ventricular tachycardia (svt) following hemodialysis. The device then delivered a shock. An interrogation revealed an inappropriate shock for recurrent atrial flutter and atrial tachycardia. Antiarrythmic medication was administered and a direct current cardioversion was performed. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.